Event description:
When clip applier was utilized during a lap chole, the clip activated but did not "close" on the vessel. Made 3 unsuccessful attempts with new staples. New applier opened and surgery completed.